Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd¿needle ns w/o silicone with tubing and luer adapter the products failed incoming inspections due to foreign material. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: the specification for point damage calls out grade d, e, f, or g. Grade b and c points are within specification. The specification for fm is particles no larger than a level 3. Bag # 1 ¿ acc - 4 bent tips, 2 d grade points, 1 c grade point, 1 no damage (0.25% aql for hooked/bent tip acc 2 / rej 3 on 315 pc sample) bag #2 - acc - 7 bent tips, 1 d grade point, 6 no ¿ 6 no damage (0.25% aql for hooked/bent tip acc 2 / rej 3 on 315 pc sample) 4 foreign material , 1 confirmed at a level 2 (1.0% aql for fm acc 7 / rej 8 on 315 pc sample) bag #3 ¿ acc - 3 bent tips, 1 grade b point, 1 grade c point, 1 no damage (0.25% aql for hooked/bent tip acc 2 / rej 3 on 315 pc sample) 2 foreign material ¿ 0 found (1.0% aql for fm acc 7 / rej 8 on 315 pc sample) bag #4 ¿ acc - 8 bent tips, 4 no damage, 2 grade b points, 2 grade c points (0.25% aql for hooked/bent tip acc 2 / rej 3 on 315 pc sample) 2 foreign material ¿ 0 found (1.0% aql for fm acc 7 / rej 8 on 315 pc sample) bag #5 ¿ acc - 4 bent tips reported, 5 actually returned, 2 no damage 2 grade points, 1 grade point (0.25% aql for hooked/bent tip acc 2 / rej 3 on 315 pc sample) 1 foreign material - 1 greater than level 3 (1.0% aql for fm acc 7 / rej 8 on 315 pc sample) bag #6 ¿ acc - 4 bent tips, 3 no damage, 1 grade d point (0.25% aql for hooked/bent tip acc 2 / rej 3 on 315 pc sample) 2 foreign material, 0 confirmed (1.0% aql for fm acc 7 / rej 8 on 315 pc sample) bag #9 ¿ acc - 6 bent tips, 4 no damage, 2 grade b points (0.25% aql for hooked/bent tip acc 2 / rej 3 on 315 pc sample) bag #10 ¿ acc - 3 bent tips, 1 not damage, 1 grade b point, 1 grade d point (0.25% aql for hooked/bent tip acc 2 / rej 3 on 315 pc sample) bag #11 ¿ acc - 8 bent tips, 7 no damage, 1 grade b point (0.25% aql for hooked/bent tip acc 2 / rej 3 on 315 pc sample) bag# 12 ¿ acc - 6 bent tips, 5 no damage, 1 grade d point (0.25% aql for hooked/bent tip acc 2 / rej 3 on 315 pc sample) bag #13 ¿ acc - 5 bent tips, 4 no damage, 1 grade b point (0.25% aql for hooked/bent tip acc 2 / rej 3 on 315 pc sample) bag #14 ¿ acc - 7 bent tips, 4 no damage, 2 grade b points, 1 grade c point (0.25% aql for hooked/bent tip acc 2 / rej 3 on 315 pc sample) bag #15 ¿ acc - 3 bent tips, 2 no damage, 1 grade d point (0.25% aql for hooked/bent tip acc 2 / rej 3 on 315 pc sample) 1 foreign material, none observed (1.0% aql for fm acc 7 / rej 8 on 315 pc sample) bag #16 ¿ acc - 10 bent tips, 7 no damage, 2 grade b points, 1 grade c point (0.25% aql for hooked/bent tip acc 2 / rej 3 on 315 pc sample) bag #17 ¿ acc - 2 bent tips, 2 grade b points (0.25% aql for hooked/bent tip acc 2 / rej 3 on 315 pc sample) bag #18 ¿ acc - 4 bent tips, 1 grade b points, 1 grade c point, 1 grade point (0.25% aql for hooked/bent tip acc 2 / rej 3 on 315 pc sample) bag #19 ¿ acc - 3 bent tips, 1 no damage, 1 grade b points (0.25% aql for hooked/bent tip acc 2 / rej 3 on 315 pc sample) 1 foreign material, 1 greater than level 3 (1.0% aql for fm acc 7 / rej 8 on 315 pc sample) bag #20 ¿ acc - 6 bent tips, 3 no damage, 2 grade b points, 1 grade c point (0.25% aql for hooked/bent tip acc 2 / rej 3 on 315 pc sample) short term corrective action: not applicable ¿ defects did not exceed defined aqls. Long term corrective action: not applicable ¿ defects did not exceed defined aqls. A device history review was completed with the following results: four visual inspections were performed on 350 parts with zero defects noted. The point inspection system was challenged three times using nine parts with zero failures recorded. Cleaning was performed once during the production of this batch per procedure. Investigation conclusion: unable to determine a root cause. All product was deemed to be within specification limits.